Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. No device is returning additional information received on (B)(4) 2011: the surgeon decided to convert to an open procedure due to the difficulty encountered when trying to remove the anvil. The bowel had moved prior to closing the device and the surgeon wanted to remove the anvil and reposition the handle. The same device was used to complete the procedure. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the device was being used in a laparoscopic sigmoid colectomy. Circulating nurse called to get instructions on how to separate the detachable head assembly from the trocar of the device, as the tissue moved and was not in optimal position for firing device. Device was not closed. There was no issue with the device; the tissue moved and was not in right position for firing. Surgeon instructed to utilize anvil grasper to firmly grasp anvil shaft of detachable head assembly and not squeeze locking springs, and with firm grasp of device handle, attempt to pull detachable head assembly from trocar of device. Surgeon unable to separate, and that tissue was stuck. At this point, surgeon was planning to convert to open procedure. Surgeon was eventually able to separate detachable head assembly from device trocar. Procedure was delayed. It is unknown how surgeon completed procedure.